Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25150360, 25149863, 25149798 the last 3 lots shipped to the account prior to the event date. There were no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. They called to discuss their displeasure with the force it takes to pull back on the vh-3500 trigger. Hospital had a case last week that they felt like they had to exert a lot of effort to use the trigger. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. They called to discuss their displeasure with the force it takes to pull back on the vh-3500 trigger. Hospital had a case last week that they felt like they had to exert a lot of effort to use the trigger. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoviewhempro vh-3500. They called to discuss their displeasure with the force it takes to pull back on the vh-3500 trigger. Hospital had a case last week that they felt like they had to exert a lot of effort to use the trigger. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d4-updated to reflect UDI #, g4, g7, h2, h10. Trackwise #(B)(4).